Manufacturer narrative:
The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponges of an unspecified quantity of minicaps appear ¿dried out¿. This was described as ¿sponges appear white or very light in color and are dry¿ and ¿dried out with a brownish color¿. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: lot #: the customer reported lot#m24l24b (not recognized by vantive). D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.